Event description:
Description of the event: during an anterior cervical surgical procedure with a emg endotracheal tube, the anesthesiologists noticed a wire hanging out of the patient's mouth. The emg tube was removed and the entire wire remained intact. The patient was then intubated with a regular et tube. It was reported there was no impact to the patient. The review of the product document history report did not indicate any abnormalities in the manufacturing of this lot. A review of the complaint history indicates there have been no reports of this nature for this lot, and no quality non-conformance reports issued during the manufacturing process of this lot.

Manufacturer narrative:
MDR 1045254-2011-00046 was submitted on (B)(4), 2011. Originally labeled as hospitalization -initial or prolonged on the original MDR. This report is identified as a product problem and no patient injury was reported. Did not originally indicate the item was not returned to the manufacturer.

Manufacturer narrative:
A medwatch was received from the customer which did not contain a uf / importer report number from the customer. Since receiving it, several documented attempts were made to contact the customer regarding further product information, and determine if the product is to be returned for analysis. This product is used for treatment and not for diagnosis.